Event description:
It was reported the videoscope entire image became purplish. The event occurred at an unknown time during the procedure. The device power was unplugged and re-plugged in, and the procedure was complete with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. However, it is most likely that the accumulated electrical stress from energizing circuit boards in scope connector (including electrical parts mounted on the boards), accidental static electricity, overcurrent from attachment/detachment while the system was on, etc. Which negative effect on output image signal caused unstable output. Per the instruction for use (IFU): ltf-s190-10 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Additionally, if was found that the distal end had the image peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the patient had a therapeutic gallbladder procedure. The intended procedure was completed with the same device.